Manufacturer narrative:
(B)(4) initial and final emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history record review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
I want to inform you about a defective valve. The valve was leaking. The safety clamp was used and the valve was changed. No patient harm.